Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received from an international affiliate (abbott united kingdom) of an inaccurate delivery. The report reads: "failed volume accuracy test. The hospital have been contacted regarding greater detail, but no further info is available." Though requested, no additional info was provided.